Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to high out of range shock impedances greater than 125 ohms. It was also reported that there was oversensing that lead to inappropriate therapy, where the therapy was exhausted. The patient was hospitalized and device and the non-boston scientific right ventricular (rv) lead were explanted and replaced. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device passed all manual lead impedance measurements and electrical testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.